Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-011390. It was reported when the pt turns on his pt programmer and increases amplitude, the system shuts off. There were no reported falls or trauma to the pt's body or to the system. A complete impedance check revealed invalid contacts. Contacts 1-8 cover the primary pain on the left side. Reprogramming was attempted but the left lead could not be captured. The right lead worked but this side is not included in his primary pain pattern. A physician consult may be scheduled to discuss the next course of action. Follow-up revealed surgical intervention was undertaken and the leads disconnected from the ipg. Impedance check on the leads showed electrodes 1-8 with invalid impedance. The fractured lead was explanted and replaced with a new lead. Intra-operative testing verified stimulation was restored to the leg and low back. Postoperative stimulation was effective and coverage was to the pt's satisfaction.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.